Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 not detected on bus.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 3.1 & 3.2 had failures on all cubies. A field service engineer (fse) powered down the station, and the back panel was removed. The pyxis bus cable and all drawer board components were reseated. The station was rebooted, and the hardware test application (hta) was launched to release the cubies. After cubie removal, the side panel was removed to access and reseat the row board cable. The side panel and cubies were reinstalled, the station was rebooted, and the application was launched. Hardware testing completed successfully. The system functioned as intended after the field service engineer repaired the device.